Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that during the initial surgery, the stem broke off above the tibial base. "The original tibial stem was left in place and an antibiotic spacer was placed in the void for 3 months. A revision was done to place a tibial base back on the original stem." It was reported that the patient became infected. No further details are known.